Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks and abrasions exhibiting light material removal. The scratches were .051 - .331 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and damage to the main tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure that a broken wire was noted at the tip of the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.